Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. CAPA 400567.

Event description:
It was reported that 4 of the bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked during use.

Event description:
It was reported that 4 of the bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked during use.

Manufacturer narrative:
Correction: CAPA 400567 has been removed as it does apply to the complaint. Investigation summary: since no samples or photos displaying the condition reported were provided by the customer for examination, a thorough root cause investigation could not be performed. DHR review of in process controls (inspection results) revealed that no non-compliant parts were found related to the condition reported. The barrel molding batch file was reviewed, where physical defects such as, deformities, perforation, bubbles, burns, contamination, and tip exposure (tip length) would be captured, and revealed that no such conditions were found. All results satisfied bd specifications, including dimensional requirements. Additionally, 20 retention samples from the lot in question were inspected, and tested for leakage (including luer). Visual and functional test results on the retention samples were satisfactory, no defects found. In summary, the lot was inspected and accepted according to the current specifications and work instructions with satisfactory results for the characteristics required for approval, including functional testing. No non-conforming part attributable to the condition reported by the customer was observed. Lastly, no deviations (quality notifications) were reported during the manufacturing of the lot in question. Consequently no corrective action is planned at this time.